Manufacturer narrative:
H3-device evaluation: the lens was returned dry in the lens case/vial. Visual inspection found there was clear surgical residue/debris and blood-like residue on the lens surface. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6-method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Corrected data: h6-device code: 1494 off label in initial MDR is not applicable. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to 06-nov-2019 in initial MDR g4 - corrected to 06-nov-2019 in initial MDR h3 - 'visual inspection also found no visible damage to the lens.' Should have been included in supplemental MDR#1 claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+3.5/097 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2019, the lens was explanted due to excessive vault. Reportedly, the surgeon has no plans to implant a replacement lens.